Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the periprosthetic fracture was confirmed. The clinical/medical investigation concluded that, reportedly, the root cause of the revision was the ¿fall resulting in a periprosthetic fracture¿. The assessed patient impact was the reported fall, fracture and revision/reduction procedure. Further patient impact could not be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference case-(B)(4)

Event description:
It was reported that, after thr surgery performed on (B)(6) 2021, patient suffered a fall resulting in a periprosthetic fracture. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the oxinium fem hd 12/14 36 mm +0, cpcs cocr prim ho 12/14 sz 4 and cpcs dist cent sz 14mm were revised. Current health status of patient is unknown.